Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: the event date was updated from (B)(6) 2011 to (B)(6) 2011.

Manufacturer narrative:
The cc has been updated to correct conclusion from stenosis to thrombosis. The email received for the (B)(4) study indicated that thirty-three days post index procedure, the patient was diagnosed with stent thrombosis. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient has a medical that includes hyperlipidemia, smoking and diabetes mellitus. The index procedure took place on (B)(6) 2011. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 80%. An angioguard distal protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed. The stent was not post-dilated. The angioguard was carefully removed from the patient and upon inspection it was noticed that debris was captured in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately a month post index procedure, the patient suffered an adverse event. The patient had initially experienced some numbness of his right leg. A workup revealed a widely metastatic malignancy with bilateral hemispheric and cerebellar metastases and liver metastasis. A carotid ultrasound at the time demonstrated the stent to be patent. The patient's antiplatelet therapy was stopped because biopsies were going to be performed. The patient had no symptoms of stroke and an MRI did not demonstrate a stroke. A follow up carotid ultrasound performed approximately two weeks later showed a stent thrombosis in the left carotid stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
The email received for the (B)(4) study indicated that thirty-three days post index procedure, the patient was diagnosed with stent thrombosis. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient has a medical that includes hyperlipidemia, smoking and diabetes mellitus. The index procedure took place on (B)(6) 2011. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 80%. An angioguard distal protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully placed. The stent was not post-dilated. The angioguard was carefully removed from the patient and upon inspection it was noticed that debris was captured in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately a month post index procedure, the patient suffered an adverse event. The patient had initially experienced some numbness of his right leg. A workup revealed a widely metastatic malignancy with bilateral hemispheric and cerebellar metastases and liver metastasis. A carotid ultrasound at the time demonstrated the stent to be patent. The patient's antiplatelet therapy was stopped because biopsies were going to be performed. The patient had no symptoms of stroke and an MRI did not demonstrate a stroke. A follow up carotid ultrasound performed approximately two weeks later showed a stent thrombosis in the left carotid stent. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The email received for the (B)(4) study indicated that thirty-three days post index procedure, the patient was diagnosed with stent thrombosis. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient has a medical that includes hyperlipidemia, smoking and diabetes mellitus. The index procedure took place on (B)(6) 2011. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 80%. An angioguard (501814rec / lot 70910508) distal protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0940rxc/ lot 15128194) stent was successfully placed in the lesion. The stent was not post-dilated. The angioguard was carefully removed from the patient and upon inspection it was noticed that debris was captured in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately a month post index procedure, the patient suffered an adverse event. The patient had initially experienced some numbness of his right leg. A workup revealed a widely metastatic malignancy with bilateral hemispheric and cerebellar metastases and liver metastasis. A carotid ultrasound at the time demonstrated the stent to be patent. The patient's antiplatelet therapy was stopped because biopsies were going to be performed. The patient had no symptoms of stroke and an MRI did not demonstrate a stroke. A follow up carotid ultrasound performed approximately two weeks later showed a stent thrombosis in the left carotid stent.